Event description:
Caller reported a cartridge alarm 20, with a blood glucose value considered "high," although the specific value was unknown. There was no adverse impact to the customer's blood glucose level. To address the high blood glucose, the customer administered a correction bolus via the pump and did not require assistance from a third party. Technical support confirmed that cartridge alarms had occurred with consecutive cartridges and decided to replace the pump. The customer was informed that they would receive a pump with updated software and was advised on the steps to put the current pump into storage mode before returning it. The replacement pump was sent, and instructions for connecting the continuous glucose monitor (cgm) and programming the pump settings were provided and understood by the customer. Customer reverted to an alternative method of insulin therapy.